Event description:
It was reported that the patient had a stimulator device for three years and it has recently been recalled after they have had continuous inappropriate shocks. The patient also had an additional neck stimulator that was implanted in (B)(6) 2021 which has similarly shocked their neck.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown: medwatch user facility reports #mw5188106, mw5188107, and mw5188108 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.